Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. The customer opted for manual daily injections as a backup therapy and coordinated with technical support for a replacement pump. Technical support confirmed necessary shipping details, guided the caller on returning the malfunctioning pump, and prepared to provide training for the updated software. Caller understood and acknowledged these steps.